Event description:
Doctor reported events of pneumonia and esophageal dilatation from journal article: "major respiratory adverse events after laparoscopic gastric banding surgery for morbid obesity", respiratory medicine (2012) doi: 10.1016/j.med.2012.05.002.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned. The connector type cannot be identified, nor an assumption made, as to the type of connector associated with this complaint because no serial number of implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pneumonia and esophageal dilatation are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."